Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 months post implant of this 31mm mitral annuloplasty band, it was explanted and replaced with a 36mm mitral annuloplasty band of a different model. The reason for the replacement was reported as systolic anterior motion (sam) with minimal mitral regurgitation. The physician reported the patient's large anterior leaflet contributed to the need for replacement. No additional adverse patient effects were reported.